Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. The needle is bent. The actuator is protruding out of the distal end of the delivery needle. T2 remains in its customary pre-deployment position. Functional assessment is prohibitive due to the devices returned condition. Per the device instruction for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery ,t2 slipped out simultaneously after t1 was deployed. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.